Event description:
It was reported the patient experienced headache after an implant procedure. The physician believes a wet tap occurred during the procedure. Follow-up identified the issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.